Event description:
It was reported during an atrial tachycardia (at) procedure, error codes 18 (patient interface unit - piu too hot) and 27 (the patient interface unit-piu built- in test failed/failure in the power card) occurred. Mag location and acl cards were reporting red bit led displayed. The procedure was cancelled. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. They were unable to start the procedure. The case cancellation was only because of this system issue. The patient required 7 extra days of hospitalization because of this procedure cancellation as they were awaiting the repair of the carto 3 system. Since the patient required this extended hospitalization as the procedure was cancelled due to this system issue, this is indicative of a reportable event.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. (B)(4).

Manufacturer narrative:
(B)(4). Mag location and acl cards were reporting red bit led displayed. The procedure was cancelled. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. They were unable to start the procedure. The case cancellation was only because of this system issue. The patient required 7 extra days of hospitalization because of this procedure cancellation as they were awaiting the repair of the carto 3 system. Replacing the dc/dc card resolved the issue. This card was sent to the carto manufacturer (htc) for further investigation. Htc tested the card and reported that the customer complaint was confirmed. The card failed due to defective component (voltage converter) that caused the reported above problem. Once the component was replaced, the card returned to proper functioning. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.